Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After successfully placing a non-bsc wire, a 2.0x40mm coyote es balloon catheter was advanced but failed to cross the lesion. Then, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was replaced with the previous 2.0x40mm coyote es balloon and dilatation was performed. Since dilatation was insufficient, another 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced but the balloon ruptured during the first inflation at 10 atmospheres. The procedure was completed with a different device. There were no patient complications reported.